Manufacturer narrative:
Although requested, additional information regarding the complaint has not been provided and the cause of the complaint is not known. No specific AED or battery information was provided.

Event description:
An international distributor reported that their customer's AED would not power on; however, when tested with a spare battery pack, it did power on and prompted a service code. They reported this did not occur during patient use.